Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that a review for this cardiac resynchronization therapy defibrillator (crt-d) stored data was requested. Technical services (ts) reviewed stored data and noted this crt-d exhibited oversensing of noisy signals, with electromagnetic interference (emi) suspected as the cause since it was isolated and no further instances of noise were seen. This device remains in service. No adverse patient effects were reported.